Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, stent damage occurred. The 98% stenosed, target lesion was in the severely tortuous left anterior descending artery (lad). The physician attempted to perform direct stenting of the target lesion with a 4.5x16mm taxus express2 drug eluting stent (des), but the device was unable to cross the target lesion. When the device was removed, the stent was noticed to be damaged. The procedure was completed with another 4.5x16mm taxus express2 des. There were no patient complications reported with the patient's current condition listed as "stable".